Event description:
It was reported that upon review of an electrogram this right atrial (ra) lead exhibited noise however, the noise was not being oversensed. Troubleshooting was performed and the noise could not be reproduced. Additionally, this ra lead exhibited out-of-range pacing impedances from three years ago and since then impedances have been within normal range. The physicians plan is to continue to monitor. This ra lead remains in service. No adverse patient effects were reported.